Manufacturer narrative:
H6 medical device problem code recommendation: harmless residue from manufacturing process. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. After reviewing the complaint information, returned device analysis, and discussing with our r&d team, it was determined that the unidentified substance could possibly be but is not limited to be: · gms (glycerol monostearate) - which is an organic molecule used as a lubricant in the lucia product gms is incorporated into the tube during product manufacturing and is used to ease the delivery of the lens; however, it is non-toxic and known to dissipate over time with irrigation and aspiration. Gms has been used as a lubricant in iol insertion instruments for more than 25 years. Therefore, we are confident that this substance would not cause or contribute to any adverse patient effect.

Event description:
Customer reported that after implantation of a CT lucia 602 lens, the doctor observed "glistening" with the "appearence of tiny bubbles" inside the lens. Because of this observation, the doctor did not feel comfortable with leaving the lens implanted, and therefore explanted the lens with another CT lucia 602.